Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. The following day the patient had a target vessel revascularization of the rca to r-pda using four non-medtronic stents due to acute occlusion caused by dissection. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered. Approximately 7.5 months post index procedure the patient had an mi. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered. The following day the patient had a stent thrombosis. Approximately 8 months post index procedure the patient had a target vessel revascularization of the rca due to stenosis using five non-medtronic stents. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered.

Manufacturer narrative:
Results: myocardial infarction, dissection, stent thrombosis. Conclusions: myocardial infarction, dissection, stent thrombosis. (B)(4).

Manufacturer narrative:
The index device relationship to the tvr previously reported has been updated to unknown. If information is provided in the future, a supplemental report will be issued.